Event description:
The patient was explanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that waveform analysis and runtime data showed higher than normal motor current. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.